Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced a skin overgrowth at the implant site. Subsequently, the patient underwent skin revision surgery. During the procedure, the abutment was removed. The magnet placement procedure has been planned but had not taken place at the time of this report.